Event description:
It was reported the patient was unable to adjust stimulation and a "call your doctor" icon was showing. It was also noted there was an out of regulation (oor) condition. The patient was able to get past the oor and that their stimulation was on. It was noted the patient had not had any recent falls. The patient did not have a return of symptoms, just "had a bad day and thought to check it out." Follow up reported the patient did not have concerns with their device or therapy. Further follow up from the health care provider reported the oor message was never reported to their office. The hcp had no details on the event. Patient was last seen in the office (B)(6) 2012. Stimulator replacement was done and follow up appointment was noted for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 64002, lot# n295692, implanted: (B)(6) 2012. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v063567, implanted: (B)(6) 2007. Product type: lead: product ID 3387s-40, lot# v053450, implanted: (B)(6) 2007. Product type: lead. (B)(4).